Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, cataract surgery on the patient's eye had not worked. It had been one year since (october) the surgery, and the patient's eyesight was not good. It had not been covered by medicare like eyeglasses. These issues were affecting the patient's life, such as not being able to drive at night, and therefore the patient had to be at home before dark. The patient also experienced halos on taillights, headlights, streetlights, and parking lot lights. Additional information has been requested. This file belonged to bilateral od.